Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported problem with bellavista 1000 us where vent screen locked while on a patient. Vent kept ventilating without issues. They bagged the patient and shut the unit down. Turned the unit back and it seems functioning normal. Furthermore, there was no patient harm reported associated with this event.